Event description:
During pt use, the display showed 80% when fio2 was set at 60%. Calibrating the o2 sensor could not solve the issue. This issue was resolved by replacing the o2 sensor. No serious pt injury was reported.

Manufacturer narrative:
Though requested, pt info was not provided.